Event description:
The patient was hospitalized for meningitis one year post cochlear implant surgery, in (B)(6) 2008 (exact date not reported). The patient was treated in intensive care for "1-2 weeks with intravenous fluids and medications" (specific types not reported), with an additional week in a standard hospital room. Per the patient's surgeon, the meningitis was unrelated to the implanted device, and the meningitis was resolved. It was also reported that the patient experienced a cerebral spinal fluid leak from the ethmoid sinus, which was repaired during an endoscopic surgery (date not reported). Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
The patient developed a cerebral spinal fluid leak from the ethmoid sinus on (B)(6) 2008 which is thought to be responsible for the episode of meningitis. Surgery to repair the cerebral spinal fluid communication was completed on (B)(6) 2008. Dates of hospitalization for meningitis were (B)(6) 2008. The patient reportedly recovered with no adverse neurological consequences. Additionally, the patient was diagnosed with a sinus infection and streptococcal pneumonia prior to the onset of meningitis (specific date not reported). Additional patient history includes a motor vehicle accident in (B)(6) 2000, which resulted in a permanent hole in the patient's skull in the forehead area. Patient received pneumococcal vaccination pre-implantation. This report is filed (B)(6) 2012. Implanted device remains.